Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the introducer needle fractured while in the body. The customer's blood glucose value was 141 mg/dl. Customer reported that the introducer needle was still in the body. Customer reported that they did not receive medical treatment as a result of the needle fracturing while still in the body. The customer reported site issue. The customer experienced redness, irritation or itching due to site issue. The customer reported that they did not receive medical treatment as a result of the site issue. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Also found needle bent inside hub assembly. (B)(4).